Manufacturer narrative:
On 10/16/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june10th,2020 additional information received indicated that the study number is: (B)(4): 744-031 and the account name is (B)(6).. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
According to the information retrieved from imedidata on (B)(6) 2021:-procedure type was updated to ¿breast augmentation primary.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unknown breast reconstruction surgery with mentor memoryshape,680cc silicone breast implants which bilaterally migrated after implantation. As a result patient had them removed and replaced with other gel devices on (B)(6) 2019. This report is for the right side.